Manufacturer narrative:
Product was received by MFR for eval, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: a balloon leak was found after air injection. The defect was found upon incoming inspection. No injuries reported.